Event description:
Rptr c/o severe capsular contracture, loss of feeling, causing a "bad effect," requiring explantation (hospitalization) to correct capsular contracture deformity. Exposure to silicone materials eventually caused atypical neurological disease with ms-like syndrome and breast adjuvant disease.